Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient had lost weight (not device related) which caused the ipg to become superficial in the pocket and caused discomfort. A pocket revision has been recommended.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient had lost weight (not device related) which caused the ipg to become superficial in the pocket and caused discomfort. A pocket revision has been recommended.

Manufacturer narrative:
Additional information received stated that a good faith effort was made to contact the patient regarding the pocket revision but the attempts were unsuccessful.